Event description:
The device was used during a procedure on the colon. Reportedly, the anvil did not tilt and disengaged. There was tissue loss and the surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.